Manufacturer narrative:
(B)(4).

Event description:
It was further reported post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0% final residual stenosis.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
J-supreme. It was reported a dissection occurred. On (B)(6) 2016. A target lesion located in the right proximal superficial femoral artery (sfa), had 90% stenosis, reference vessel diameter of 5 mm, a length of 10 mm and was classified as a tasc ii b lesion. Pre-dilatation was performed and rotational atherectomy was performed using jetstream&#59416;c atherectomy catheter. A dissection of the target vessel was noted and additional balloon angioplasty was conducted for prevention of acute recoil or occlusion caused by the dissection flap. The procedure was completed with a sc 1.85 mm jetstream catheter, with 0% residual stenosis. The event was considered resolved, and the patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Correction: describe event or problem - target lesion length previously reported as 10 mm changed to 100 mm. (B)(4).

Event description:
It was further reported the ¿target lesion length¿ was corrected from 10 mm to 100 mm.